Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). D4) lot#: changed to unknown. Summary of investigational findings: this complaint is opened to address a type 3a endoleak in a patient enrolled in a prospective, post-market, multicentre, observational study ((B)(4)). The patient has previously been treated with thoracic endovascular aortic repair (tevar) for an aortic dissection. On (B)(6) 2024 a study procedure was performed indication for procedure was noted as treatment of endoleak type 1b after prior dissection repair. Intended proximal landing zone ¿ zone 5 mid descending aorta to celiac and intended distal landing zone is zone 10 common iliac arteries. Proximal seal zone is noted as endograft. Stent and stent grafts implanted during the procedure celiac artery, superior mesenteric artery (sma), left renal and right renal artery was all revascularized with fenestrated-branched device. And a begarft plus was implanted in all of them. A viabahn was implanted in the left renal artery and a everflex was implanted in sma. Thoraco-abdominal-side-branch zteg-2pt-42-32-165-pf , zta-pt-44-40-179 (complaint device) unibody-22-81 on the final angiogram during the procedure no endoleaks are observed. On follow-up CT imaging on the day of the procedure a new type 3a endoleak is observed on the additional proximal aortic device-proximal aortic device. No secondary intervention is performed to treat the endoleak. The date of previous repair and what devices are implanted prior to the study procedure has not been provided. The complaint reported by the user was confirmed based on visual inspection (imaging review). It is reported that a zteg and a zta were implanted during the study procedure and a type 3a endoleak was found on images the same day as the study procedure. However, per the imaging review these devices were already implanted on pre-procedure images and a type 3a endoleak was present between these two devices prior to the study procedure. It is assessed that the reported type 3a endoleak on the post-operative scan on the day of the study procedure, is the same type 3a endoleak found between the zteg and zta on the pre-procedure images. In addition, the study procedure on (B)(6) 2024 is noted as treatment of a type 1b endoleak, the imaging review describes that this seems like downward extension from the type 3a endoleak between the zteg and zta and therefore, the type 1b endoleak is assessed not to be a separate event. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint is related to the implanted stent graft. An images were returned for evaluation. The image was reviewed by clinical personnel and the following was determined: ¿the pre-procedure imaging shows pre-existing endografts in the aortic arch and descending thoracic aorta. The arch graft covers the l. Subclavian artery (lsa) and there is a l. Carotid-subclavian bypass in place. The axial scans show an apparent type 3a endoleak from between the two thoracic graft components at about mid-thoracic level. There is also some contrast extending from the distal (bottom) end of the thoracic grafts, making it look like a type 1b endoleak, but I think this contrast is in continuity with the type 3a endoleak, and is probably just a downward extension of that.¿ and ¿on the procedural images, from (B)(6) 2024, I can see the lower end of the more distal of those two thoracic devices, and the new cmd being deployed inside that, with a good length of overlap. Then all the cannulations, bridging stents, etc were deployed with good results. I can¿t see the lower (most distal) part of the procedure ¿ I can see the unibody bifurcated component deployed, but the imaging stops short of seeing the iliac legs deployed.¿ the imaging review has later elaborated that ¿the zteg and the zta would be the two devices that are present already in the images from (B)(6) 2024. And the 3a endoleak appears to be coming from between those two, although there still is some overlap. But there appears to be tilting of the more distal of the two devices, leading to some separation and a gap around part of the circumference. This seems to be the source of the type 3a endoleak.¿ and ¿the type 3a endoleak was from between the zteg and the zta and look to be due to the tilting of one from inside the other, due to tortuosity.¿ the imaging reviewer has noted that the zta would be the most distal placed component. ¿1-month¿ CT scan is actually dated the same day as the procedure ¿(B)(6) 2024 ¿ so they must have had some concerns at that stage. On that scan, the tilting between the two thoracic grafts is slightly more evident, and there is that small type 3a endoleak from there. There is nothing in the report about any treatment specifically for that type 3a endoleak, and on the 6-month CT scan, dated (B)(6) 2025, that type 3a endoleak has basically settled. It doesn¿t look as though any re-lining of the area has been done, and it may just have settled by virtue of being pushed against the aortic wall. That tilt is pushing the graft out against the aortic wall at that angulation, so it may be that this has been enough to stop the endoleak.¿ manufacturing records review could not be completed as the lot number is unknown. There is evidence to suggest that user did not follow the instructions for use as the device is used for treatment of dissection, it is unknown whether that had an impact of the event. In addition, no information has been provided about whether initial overlap between the two devices or angulation in patient anatomy was inside the recommendation in the IFU at the time of implantation. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified, per the imaging review it was found that the cause of the type 3a endoleak was tilting of the proximal end of the zta device due to tortuosity, which lead to some separation and a gap around part of the circumference. It is unknown whether the tortuosity which caused the proximal part of the zta device to tilt, was present before implantation of the zta device or was related to disease progression. In addition, no information about initial overlap between the zteg and zta is provided and therefore, it is unknown if this was a contributing factor. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(4). On the (B)(6)2024 (0 days post procedure-1m CT) the patient experienced a type iiia endoleak at the additional proximal aortic device and proximal aortic device. Per the data provided, two proximal aortic devices have been provided above. There was no secondary intervention required at this time. No evidence of stent graft integrity issues and all intended side branch stents intact. Patient outcome: patient remains in study and continues in follow up.